Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The unit failed message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode. Reports of this nature are not typically considered to have any clinical impact. Analysis for reports of this type has not identified an increase in trend.